Event description:
During a rotational atherectomy procedure involving a calcified and 99% stenotic lesion in a very tortuous lad, the tip of the floopy rtw guide wire fractured. A 1.25mm burr was run along the wire during set up when the fracture occurred outside of the pt. No pt injuries or complications were reported. Pt status is listed as "good"